Manufacturer narrative:
Additional information: b5- the reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -8.50 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was exchanged with the same model, longer length lens and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault with corneal decompensation. The problem was resolved. The cause of the event is unknown. Reportedly, "after implantation of 13.2mm crystals, the vault remained low and the doctor recommended observation."